Event description:
The customer contacted physio-control to report that their device displayed the charge-pak and attention icons and would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The device is not field serviceable and no longer under warranty. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.